Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced a blood glucose (bg) value of 35mmol/l with severe thirst and frequent urination. The pump reportedly emitted multiple call service alarms. The patient reportedly used the same tubing and after she replaced the tubing from a different box, she performed an air bolus and the pump stopped alarming. It was noted that the pump type at the time of the reported event was unknown. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error reportedly contributed to the reported event due to the fact that the pump alerted the user of the issue and after the tubing was replaced, the pump alarm ceased.